Event description:
Reporter states the "bottom outlet is leaking."

Manufacturer narrative:
The event as described is deemed a reportable malfunction, because a recurrence of this malfunction is likely to lead to a serious injury/serious illness to a pt. The handyvac drain system that is unable to hold a vaccum due to a leak would not perform optimally the task of wound drainage and could expose the pt to the risk of a delay in therapy, loss of blood meant for auto transfusion and the breach in the closed system may expose care providers to the risk of cross contamination. No additional pt/event details have been provided to date. A returned sample is expected for evaluation. Should additional information be received, a follow up report will be submitted.